Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve deployment began at 2mm, however, the valve dropped to 12mm, resulting in severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with a 26mm loma vista valvuloplasty balloon, with no change in the pvl. A second valve was implanted valve in valve which improved the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Inaccurate delivery/positioning difficulties are often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the available information. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case it was reported that the valve was deployed low, which most likely is the cause for the severe pvl. A second valve was implanted valve-in-valve which improved the pvl to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
Patient weight was obtained and has been added to this report.